Event description:
It was reported by the rep that the device was used during a sigmoid resection. It was reported the posterior distal portion of the end to end anastomosis improperly formed due to mechanical failure. 11/4/98 the anastomosis was hand sewed and the case was completed. There was no consequence to the pt.